Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was not performed. In terms of patient anatomy, the patient had a tapered left ventricular outflow tract (lvot) morphology, meaning, the mean diameter of the lvot was greater than the mean diameter of the annulus. The deployment starting point was at the bottom of the pigtail catheter. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 5 millimeter¿s (mm) and the implant depth on the left coronary cusp (lcc) was 5 mm. After the valve dislodgment, the implant depth on the ncc and lcc was 15 mm. A non-medtronic (safari) guidewire was used during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Corrected data: b1. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0011953748); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evolutfx-2329 (lot: 0011936542); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was deployed successfully. The valve then dislodged into the left ventricle, causing moderate-severe paravalvular leak (pvl). A second valve (edwards sapien 3) was deployed and was functioning as expected. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6 image review: static images and media files were provided for review of the event description. Patient annulus perimeter measured 80.4 millimeter (mm) with a perimeter derived diameter of 25.6mm suggesting a 29mm evolut fx. The left ventricular outflow track was larger with a perimeter of 83.2mm. Patient¿s complete executive summary was not provided for anatomical review, so it is not possible to assess leaflet calcification in this case. Fluoroscopic valve load inspection was provided for review and confirmed a good load. Just prior to the point of no recapture, the implant depth appeared to be approximately 5-6mm on the non-coronary cusp and 4-5mm on the left coronary cusp. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. Caution: bioprosthesis implant depth =1 mm may contribute to an increased risk of prosthetic valve dislodgement during valve release, delivery catheter system (dcs) retrieval, or post-implant dilatation. Bioprosthesis implant depth >5 mm may contribute to an increased risk of conduction disturbances, which may require a permanent pacemaker. Evidence shows that the valve dislodged ventricular after final release causing moderate-severe paravalvular leak. Subsequently, a non-medtronic valve was implanted inside the dislodged valve. Of note, potential risks associated with the implantation of the evolut fx bioprosthesis may include but are not limited to prosthetic valve migration/embolization. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. This event was reviewed by medical safety team. The excerpt of the medical safety subject matter expert (sme) review report is as follows: based on the information provided, the valve dislodgement was likely related to the valve as it had been fully deployed prior to dislodgement. The paravalvular leak was likely related to the valve as it did not provide an adequate seal. The position of the valve towards the ventricle likely contributed to the paravalvular leak. A second transcatheter valve was implanted. Images received confirmed two valves implanted but was unable to assess for paravalvular leak or the cause of the dislodgement. The reported adverse events and severities are documented in the risk management files and IFU. No further safety assessment is required at this time. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, incomplete frame expansion, and a number of other factors. However, a conclusive cause could not be determined with limited information available. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, due to the patient¿s unusual anatomy and the valve dislodging deeply, these are possible contributing factors to pvl; however, a conclusive cause could not be determined from the limited information available. No additional adverse patient effects were reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.